Event description:
It was reported that the procedure was performed to treat restenosis of two previously implanted non-abbott stents in the left main to circumflex artery. Moderate tortuosity and mild calcification were noted. One xience skypoint was implanted without issue at the distal lesion. An attempt was made to implant the second xience skypoint stent (complaint device) at the proximal lesion so that it overlapped the first. The stent delivery system was unable to cross to the target site, due to the previously implanted non-abbott stents and patient anatomy. The decision was made to remove the skypoint stent delivery system and perform additional pre-dilatation; however, when removed, it was noted that the stent had dislodged from the delivery system, but remained on the guide wire. The stent was able to be snared and removed. No portion of the stent or delivery system remains in the patient anatomy. Additional pre-dilatation was performed and an additional xience skypoint stent was able to be implanted. The patient was in stable condition post procedure, with no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the attached documents to this complaint show a recovered xience stent removed from the delivery system and still-frame radiology images of the left circumflex artery with restenosis and a final shot of an expanded coronary vessel. A definitive cause cannot be determined from the attached still-frames; however, a probable cause of the dislodged stent could be determined. Possible causes could be that the xience stent struts got caught on the previous cypher stent or caught on the struts of proximal edge of the newly deployed xience stent in distal lesion. Additional films and cine pictures would be necessary if any further investigation is needed. The investigation determined the reported difficulties and subsequent treatments including removal of foreign body appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for eval updated from 'yes' to 'no'.